Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this right atrial (ra) lead was explanted due to dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this right atrial (ra) lead was explanted due to lead dislodgement.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.